Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted physio-control to report that their device kept giving voice prompts that indicate the connected standard hard paddles were not being recognized, during a resuscitation. In this state, defibrillation therapy would not be able to be provided, if needed. There was no report of patient harm associated with the reported event.